Event description:
Reporter alleged obtaining a discrepant blood glucose result of 291 mg/dl on the advantage system compared back to back with a result of 128 mg/dl on the doctor's system when testing was performed less than 10 minutes apart. No actions were reportedly taken or treatment received. No adverse event reported. Customer did not provide address; no return anticipated and no replacement could be sent.